Event description:
It was reported that this right atrial (ra) lead exhibited oversensing, noise and high impedances measuring greater than 2000 ohms. The patient did not experience any asystole. Subsequently, this ra lead was removed and replaced successfully. No additional adverse patient effects were reported.